Event description:
It was reported an MRI was performed and the hcp believed the patient had an inflammatory mass. The patient¿s right leg was reportedly going numb. The pump was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4); product type programmer, patient product ID 8709 lot# serial# (B)(4), implanted: 2003 (B)(6); product type catheter product ID 8575 lot# j12306r, implanted: 2005 (B)(6); product type accessory. (B)(4).